Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant during pre-discharge device check, x-ray revealed the right atrial lead was dislodged. The lead was repositioned on (B)(6) 2015. The patient's condition was stable post procedure.